Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120044 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). When the customer performed the test correctly , the result did not show a control line , or a test line. I asked the customer if she applied 4 drops of buffer solution to the s-well. The customer confirmed that after the 15 minute mark, there was no control line or test line. The customer performed a second test and got the same result, no c-line or t-line appeared.